Manufacturer narrative:
PMA/510k: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, low pacing impedance was noted on the right atrial (ra) lead. The physician suspected ra lead insulation damage to be the cause of the event. A lead replacement procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.